Event description:
It was reported that during routine testing of the external pulse generator (epg), when the battery drawer was opened, the epg would "immediately" shut off. The epg was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of specification, the device shut off immediately after the battery was removed. It was also noted that the upper case, lower case, side bail covers, ring cover and battery drawer were broken. (B)(4).

Event description:
It was reported that during routine testing of the external pulse generator (epg), when the battery drawer was opened, the epg would "immediately" shut off. The epg will be returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.